Event description:
Customer reported an overinfusion of hydromorphone. Intended programming was hydromorphone 12mg/30ml (0.4mg/ml) pca 35ml monoject syringe 30ml fill, dose 1mg, lockout 10 minutes, max limit 12mg/4hr. Pca was programmed and started. Entire syringe was found empty in one hour. There was no pt harm and no medical intervention was required. Customer stated that no additional event or pt information is available.

Manufacturer narrative:
(B)(4). The event logs and data set have been received and log review is pending. A follow up report will be submitted once the investigation has been completed.